Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/device in proximal portion of isthmus of right fallopian tube/possible essure perforation/ essure visible under uterine serosa') and device expulsion ('no essure device was noted within left tube/ essure device was then noted adjacent to the left fallopian tube under the serosa of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal, laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy, removal bilateral tubal implants (essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device expulsion, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: mr received. Reporter information, other relevant history added. Events : "the essure device was then noted adjacent to the left fallopian tube under the serosa of the uterus" and abdominal pain added. Pt perforation nos updated to uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/ perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.